Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the gastrobiliary performed on (B)(6) 2013. According to the complainant, during the procedure, when deploying the stent inside the patient, the guide catheter broke and the broken portion remained inside the stent. The stent and broken piece of the catheter were successfully retrieved with forceps. The procedure was completed with a different stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The patient was reported to be in his (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.